Event description:
It was reported that a patient presented with noise on their right ventricular (rv) lead. No changes or intervention were performed; the device will continue to be monitored. The patient condition was stable.

Event description:
New information received notes that the patient condition was stable before, during, and after the replacement procedure.

Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient condition was unknown.